Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not being delivered to the customer. Issue was resolved by performing a supply change. Customer's blood glucose level was 176 mg/dl.